Event description:
On 10/31/97, female pt was scanned in a toshiba flexart MRI scanner using the qd c-spine coil. Pt left facility and went home, between 30-60 minutes after leaving facility she felt itchy sore sensation. Pt informed facility on 11/3/97 and was examined by a dr. Exam revealed a 5 inch long 1/4 inch wide red mark across the back of neck. Dr felt it could be a burn. Pt advised to continue treating area with neosporin. Suspect coil was removed from service and is being sent to toshiba for investigation.

Manufacturer narrative:
After investigation of suspect device there is no evidence suggesting suspect coild could cause the described skin irritation, no increase of temperature was detected when scanning under conditions of normal or maximum power. Cause of irritation unknown.